Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. From the mesa deformity stg: for optimum results careful preoperative diagnosis and planning, meticulous surgical technique and extended post operative care by experienced spinal surgeons are essential. Prior to use the surgeon should be specifically trained in the use of this spinal system and the associated instrumentation to facilitate correct selection and placement of the implants. The size and shape of bones and soft tissue place limitations on the size and strength of the implants and proper selection will reduce the risk of neurological injury during implantation as well as metal fatigue leading to bending and breakage of the device. Final locking fully lock each mesa screw using the quick locker. Repeat final locking of each screw with the quick locker to confirm rigid fixation throughout. Confirm at least 5 mm of rod length extends beyond the most proximal and distal screws. Note: the quick locker should be used to apply axial force only. It should not be used in compression, distraction, or rotational maneuvers. Note: if removal is necessary, disengage instrument by lifting lever to release. X rays were provided and reviewed. Construct design with difficult deformities was the most likely contributing factor to the event. From analysis, the surgeon used a low density screw construct ending the construct on the convex curve of the deformity. The low screw density, short length of construct along with possible loss of correction may not have been enough to counter the force of the spine trying to revert to it's original position, resulting in the eventual failure at the distal most screw where biomechanical loading is most likely the highest, leading to the rod slipping from the screw.

Event description:
It was reported that a rod slipped through a mesa uniplanar screw three month post-operatively. Revision surgery is now needed.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that a rod slipped through a mesa uniplanar screw three month post-operatively. Revision surgery is now needed.